Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient have a tortuous anatomy and there was a small venous stenosis in the pelvic region. During procedure, when they attempted to advance the delivery sheath, the implanter encountered resistance. The position was checked by angiography, which revealed a stenosis in the pelvic region, preventing further advancement of the sheath. Even with gentle rotation, it was not possible to advance the sheath further proximally. Then they noticed that the guidewire had a kink and inspected the sheath for defects. During this inspection, damage to the tip of the dilator (split) was observed. The sheath was subsequently exchanged, and a new system was used. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.